Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; distal segment of the lead returned and analyzed.

Event description:
It was reported the atrial lead had decreased impedance and a potential insulation breach. The atrial lead had been programmed unipolar. It was replaced, returned to the manufacturer, analyzed and subsequently tested out of specification. The rv lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.